Event description:
The customer reported that the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was the defective processor board (pca), likely due to the age of the device. The autopulse platform was manufactured in 2007 and is 15 years old, well past the expected service life of 5 years. During the visual inspection, unrelated to the reported complaint, the front enclosure was observed cracked. This physical damage was likely due to user mishandling, such as a drop. The front enclosure needs to be replaced to address observed damaged issue. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed preliminary functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The root cause for the reported complaint was the defective processor board (pca), likely due to the age of the device. To remedy the "system error, out of service, revert to manual CPR" error message, the pca needs to be replaced. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).